Event description:
It was reported that the pump stopped fill tubing at 9.8 units and requested a minimum of 50 units during multiple attempts of loading a cartridge. The customer was finally able to load the cartridge, but the fill estimate was inaccurate. There was no impact to the customer's blood glucose level.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.